Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).

Event description:
The hospital reported that during replacement of the ascending aorta with 28mm 30cm hemashield plat wdv and after surgery, the amount of drainage did not decrease. The current amount of drainage was still about 1000ml/day. No transfusion was conducted. The same device was used to complete the procedure. No additional effects were reported. The patient condition is currently being monitored.